Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5 and b7. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per the medical records, the patient was diagnosed with a significant dilation of her aortic root up to 6cm. Her av function was adequate with some structural deterioration of the valve. The patient underwent a redo sternotomy, bio-bentall procedure with a 25mm 3300tfx aortic valve and 28mm graft with a cabrol modification and hemi-arch replacement if the ascending aorta; however, due to coagulopathy with continued bleeding. Multiple blood products were administered. The patient was placed back on bypass as attempts at repair were not working. A decision was made to take down the bio-bentall and redo, a cabrol modification was performed, the 25mm 3300tfx was explanted and replaced with a 25mm 3000tfx aortic valve and 28mm hemashield graft. No significant bleeding was seen from the root replacement. The aorta it is noted was quite friable, the ascending aorta had been replaced up to the hemi-arch, but due to distal bleeding of the aorta just superior to the rpa, a 30mm graft was used to replace the aorta up to the proximal arch. The patient was successfully weaned off cpb. The chest was left open and the patient transferred to the cvicu in critical condition. The chest was closed on pod #2. The patient had episodes of atrial fibrillation initially post operatively that were treated medically with conversion to sr, post -op acute respiratory failure, dysphagia and encephalopathy. On pod #19, the patient was transferred to step-down unit. On pod #31, the patient was medically stable and discharged to acute rehab.

Manufacturer narrative:
Additional manufacturer narrative: in this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. Based on the available information, a definitive root cause could not be determined. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. If new information becomes available, a supplemental report will be submitted.

Event description:
Through implant patient registry, it was learned that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 1 day due to unknown reasons. The explanted valve was replaced with another 25mm 3300tfx aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.